Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have low blood glucose of 20 mg/dl and was found in bed unresponsive by husband. Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 20 mg/dl. Customer was hospitalized due to low blood glucose and not sure of cause. Customer was treated with a manual injection by paramedics. Customer was released on the same day. Customer was advised that two sensors would be replaced since customer was having trouble with sensors. No further information provided.